Manufacturer narrative:
Additional data: h10 the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref MFR report: 1221359-2021-01822 through 1221359-2021-01823.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference: 1221359-2021-01823.

Event description:
The consumer reported 2 false positive results with the binaxnow¿ covid-19 antigen self-test for 2 patients. This MFR. Report addresses patient one (1) of two (2). The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self-test. Pcr confirmation testing (facility-urgent care) generated a negative result. The consumer stated he was sick over a week and has covid symptoms along with common sickness symptoms. No additional patient information, including treatment and outcome, was provided.